Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital kept it.

Event description:
We were doing a recon nail in recon mode. Everything was done correctly. The first lag screw was in when using the step drill over the proximal knowing the step drill seemed to have trouble advancing past the nail. After doctor added more force, the tip of the drill broke off into the femoral head. Doctor said he would not be able to get it out and left the broken piece in the patient.